Manufacturer narrative:
(B)(6). With respect to the returned unit it has passed all specific functional testing requirements , except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit needs heli-coils added to large starburst threads. Pm maintenance and cleaning required at this time. The device history record review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. Root cause of the reported condition was unknown. However, the most probable root causes outlined in the risk management file: incorrectly assembled device. Improperly tested/inspected device. Improper technique used during procedure. Inadequately maintained device used for procedure. Off-label use of device during procedure (user error). Device used with incorrect/unauthorized devices/accessories for procedure.

Event description:
A sales representative reported on behalf of the customer that the a1059 mayfield modified skull clamp was found to have slipped and caused a one-inch laceration that required suturing on (B)(6) 2019. The surgeon performed the craniotomy procedure with the patient on a prone position. The event occurred after the case when removing drape. There was no delay in surgery with no complications reported.